Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 454 mg/dl. Customer's other blood glucose was 311 mg/dl, 450 mg/dl, 375 mg/dl. The customer was treated with boluses and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer declined further troubleshooting. The customer did experienced the symptoms such nausea, thirsty and gastroparesis. Customer stated that auto mode was not active. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that cannula was not bent. The insulin pump will not be returned for analysis.